Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova will attempt to retrieve additional information. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of 12 heater-cooler system 3t devices contaminated with mycobacterium between (B)(6) 2015 and (B)(6) 2016. The article mentioned mycobacterium isolates thus, it is uncertain if the device contaminated were actually 12. Conservatively, 1 isolate has been considered equivalent to 1 device contaminated. The customer facilities as well as devices serial numbers are unknown. There is no known patient involvement.